Manufacturer narrative:
Visual inspection confirmed that there was a fracture to the hex lobes of the distal tip of the polyaxial screwdriver. The second half of the distal tip was not provided for additional evaluation. No device defects or other abnormalities were observed during evaluation of product. Review of the device history record found no issues were identified during the manufacturing and release of this product that could¿ve been attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. No definitive conclusions can be made as to the cause of tip breakage. However, results of scanning electron microscopy analysis found deformation at the hex lobes of the screw driver indicating a static torsional overload. Furthermore, the existence of the two surface morphologies illustrated that the fracture first propagated and then a full failure/breakage took place presumably when the remaining region did not have strength to bear the load. No material defects or other abnormalities were observed in this analysis. In the absence of a product issue or observed trend, this complaint will be closed with no further action required.

Manufacturer narrative:
Correction, phone numbers.

Manufacturer narrative:
A follow up report will be filed upon receipt of the driver and completion of the investigation.

Event description:
It was reported that the tip of the viper universal polyaxial screwdriver broke off from the instrument during poly screw insertion. The broken tip was retrieved. When attempting to drive the screw all the way in, the head of the polyaxial screw separated from its shank. The surgeon as unable to back out the screw shank and decided to place another screw next to the broken shank. At the end of the case, the threads of a set screw torn away from the device during tightening of the device. The damaged set screw and its torn threads were removed from the site and another set screw was inserted without issue. See mfg medwatch report no. 1526439-2013-15760, for the set screw that was involved in this event. See mfg medwatch report no. 1526439-2013-15762, for the polyaxial screw that was involved in this event.